Event description:
This senior medical affairs specialist spoke with the patient/layperson on 2/26/09 regarding an allegation that her onetouch ultra meter began prompting error 2 the month prior. A customer care advocate's (cca's) replaced meter and strips six days prior to original date, the day the patient called customer service. The patient reported the following to this specialist. The patient had not tested since the previous month, due to obtaining error 2. The patent was using expired test strips (2008) that could affect the meter's function. However, the patient continued taking her oral diabetes tablet each night. Early in original month, feeling weak and dizzy, the patient was taken to the emergency room where her blood glucose was in the 200 mg/dl range. The patient was treated with insulin and hospitalized five days because she has congestive heart failure. The patient was discharged back on her daily oral meds. Because the patient alleged that she was hospitalized and treated with insulin after being unable to test with her meter, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of the product(s) that do not pass inspection in a supplemental report.